Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was an open connection due to a crease in the traces. The root cause for the creased traces could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient had non-functional response buttons.